Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter powered off during use. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the product issue began ¿about 6 weeks ago¿. The patient manages her diabetes with metformin 500 mg three times daily, or 1 g three times daily for when blood glucose readings of 300 mg/dl or above are obtained. The patient denied making any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of ¿stomach cramps¿ 2-3 days after the product issue began; however she denied having received any treatment. During troubleshooting, the csr noted that the battery did not require charging, there was no evidence of product misuse and the subject meter was not being used for the first time. The csr also educated the patient on the meter¿s auto shut-off feature. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. The patient also denied receiving treatment as a result of the alleged issue; however this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.